Event description:
End users daughter states that her father has to sit down to open the chair up forcefully instead of opening the chair up properly due to the fact that the seat guide s broken. End user stated there were no injuries associated with the incident.